Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient perform a reset and the reset was unsuccessful for reported issue. Patient used third party charger which is against user guide recommendations. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).